Event description:
Pt was revised to address loosening of the tibial tray.

Manufacturer narrative:
Eval was not possible, as the product was not returned. Product info required to review the device history records was not provided. The investigation was limited to the info provided. The investigation could not verify or draw any conclusions about the root cause of the reported device loosening; however, provided info states poor cement technique was a contributing factor. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the products and/or add'l info be received, the investigation will be re-opened.